Manufacturer narrative:
Per the clinic, the patient experienced a post-operative wound dehiscence due to the infection. The product details has been updated in section d4. Device analysis report attached.

Event description:
Per the clinic, the patient experienced postoperative wound dehiscence (date not reported) and was treated with antibiotics (type, date and duration not reported) however, this did not alleviate the problem resulting in the decision to explant the device. The device was explanted (B)(6) 2026. Additional information has been requested but has not been made available as of the date of this report.